Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon attempted to insert the poly onto the tray at the back table. It would not snap in. Opened a second device which was inserted with difficulty. Surgeon commented the problem may be with the metal tray.